Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient had a bent cannula on (B)(6) 2026 which resulted in high blood glucose levels (400 mg/dl). Treatment was given with manual fast-acting insulin injections.